Manufacturer narrative:
Batch review performed on 26 august 2021: lot 1909756: (B)(4) items manufactured and released on 18-mar-2020. Expiration date: 2025-03-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in reporting pain due to a leg a length discrepancy and the cause of the leg length discrepancy is unknown. 6 months after primary the surgeon revised the head and the surgery was completed successfully.